Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). No sample was received but a photo was provided showing a used introcan safety 18g with the capillary broken at the mid-section. Reviewed the DHR for the complaint batch 25l27g8b02 and no abnormality was observed during in-process and at final control product inspection. Based on above investigation and simulation, tear off capillary defect is not attributed to manufacturing process failure since such defect will be able to be detected and rejected by the in-line vision system (trim length, bevel and contour station). Thus, this complaint will be concluded as defect due to wrong handling and justified as confirm based on the defect perceived from the picture received. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission #: not available.

Event description:
As reported by the user facility: it was reported that broken intravenous catheter was found. No patient injury was reported.